Event description:
It was reported by customer that during use cs300 intra-aortic balloon pump (iabp) unit is alarming, augmentation below set limit and message log as leak in iab circuit. There was no patient harm or injury reported.

Manufacturer narrative:
Other contact phone number: (B)(6). Due to characterization limit, e1: event site name: (B)(6) medical center. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11 a getinge field service engineer evaluated the unit and was unable to duplicate the reported. The fse states issue was user error. All functional and safety test performed.

Event description:
N/a.